Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly at 25% battery life. The pump was connected to a power source and was able to be turned on. The customer's blood glucose level was 240 (mg/dl). A bolus via the pump was delivered. Reportedly the customer would reload a cartridge onto the pump and continue to use the pump for insulin therapy.